Event description:
The customer reported that prior to use on a pt, he noted a foul odor coming from the power supply exhaust of the iabp. The pt was switched to another iabp and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company rep observed a slight odor from the power supply exhaust fan and verified that all pc boards were not damaged. As a precautionary measure, he replaced the power supply (part number 0014-00-0033e05). In an unrelated repair, the ac line cord cable (part number 0012-00-0886-01) was also replaced because it was frayed. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).